Manufacturer narrative:
Concomitant medical products: product ID: 306001, serial#: unknown, product type: screening device. Product ID: 309201, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#:. Product ID: 309201, serial/lot #: unknown, ubd: , UDI#: date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non obstructive urinary retention. It was reported that patient stated they had not been feeling his stimulation and their programmer will keep circling trying to connect. Patient stated they have now changed back to the right side and is unsure what they have done. Patient is not sure if one of the leads have moved as they are still not feeling anything as they had increased the stimulation up to 9.0.